Event description:
It was reported that an alert triggered for high rv (right ventricular) defib lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.